Event description:
The customer reported a false positive result with the ID now covid-19 assay. The customer states the patient tested positive with the ID now and then they were transported to another hospital. The patient tested negative at the other hospital. The patient will be transferred back to the original hospital. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.